Event description:
It was reported that the user experienced a low blood of 66 mg/dl glucose event after eating a usual lunch, following a preemptive intake of half a banana when trending just above 100 mg/dl; subsequent automated corrections and the timing of the announced meal were discussed as potential contributors to the event. Investigation of this case revealed that the cause of the hypoglycemia was unclear. No clinical symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral carbohydrate and return of glucose to range without medical intervention or hospitalization. It was concluded that the event was user-managed with education provided and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.